Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Testing confirmed that the keypad buttons are intermittently responsive. During investigation, the up arrow, down arrow, and ok key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past few weeks. He noted that the buttons do not click and spring back when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that the patient wears the pump clipped in his pocket.